Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient developed an irritation under the left front therapy pad. The patient reported that their physician had prescribed them an antifungal cream. The patient's medical condition improved.